Event description:
The distributor reported that the customer constantly has low blood glucose levels down to 1.2 mmol/l or less. The customer alleged that the pump delivered insulin unreliably and inaccurately. The issue was not resolved through troubleshooting. From (B)(6) the patient noticed more frequent hypoglycemia events. The patient said she started to commute to work on her bike and that she needed less insulin because she was menstruating. The patient checked her insulin, infusion sets, battery, battery cap, cartridge and found no apparent issues with those products. On (B)(6) at 5 am she reportedly had a blood glucose level of 1.2 mmol/l. She reportedly ate carbohydrates at that time and later experienced a very elevated blood glucose level. She did not provide the readings. On (B)(6) she went to an hcp and obtained insulin syringes.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting was also not performed by animas. Therefore no malfunction could be confirmed at this time. This complaint is reported based on the patient's allegation however the patient also noted exercise and lower insulin needs that may have contributed to her injury. Therefore it is unclear whether the injury is related to pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.